Event description:
The pt was implanted with a left ventricular assist device (lvad). The rehab nurse reported that the system controller was not working and the pt switched to the backup system controller.

Manufacturer narrative:
The suspect system controller was returned to the MFR for analysis and the reported event of a nonfunctional issue with the system controller could not be confirmed. Review of the log file retrieved from the returned device contained 8 days, 9 hours of routine events. The system controller operated normally with no notable changes in the motor speed, power, or voltage. The system controller was functionally tested using a mock circulatory loop in our lab and was found to function as intended, even when the cables were manipulated. A review of device history records showed no deviations from manufacturing or qa specs that would affect device function or performance. No further information is available. The MFR is closing this file on this event.